Manufacturer narrative:
Corrected information: d9. Yes, returned to manufacturer on 08/28/2024. H3. Yes. H6. Type of investigation: 10, 3331. Investigation findings: 3252. Investigation conclusion: 61. Additional information: d4. Lot #: em49771. Primary UDI #: (B)(4). H4. 02/26/2024. Device evaluation: visual inspection confirms that the distal tip has sheared off at the base of the hexalobe. The failure is likely due to the applied torsional force being greater than the yield strength of the tip. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Manufacturer narrative:
The device has not returned for investigation. Photographs were not provided; therefore, the complaint cannot be confirmed. The lot number was not provided; therefore, a review of device history records cannot be performed. Multiple attempts have been made to obtain information. If additional information and/or the instrument are provided, a supplemental report will be filled accordingly. Based on the information provided, the root cause cannot be determined.

Event description:
It was reported that the tip of the driver broke off during a case. The tip was removed from the patient.